Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, when trying to move the robot from the patient transfer position to the working position, the user was not able to move off collision even in override. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, when trying to move the robot from the patient transfer position to the working position, the user was not able to move off collision even in override. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. Prior to procedure start, the user wanted to move the stand to its working position. Error messages relating to the motor/brakes of axis a6 were displayed to the user. The robot system reacted to an internal robot problem by de-energizing the drives and immediately applying the brakes. The user repeatedly attempted to move the system, which alternately released and reapplied the brakes and energized and de-energized the drives due to the underlaying problem. The system still responded with the same error messages and in addition, after a few minutes of repeated attempts to enable system movements, the error message "safe robot override reduction" was displayed. This message occurs when the robot gets close to the safety-related limits. A short time later, the c-arm breached those limits. The onsite troubleshooting by siemens service revealed a defective ksp600 (kuka servo pack) module that is the drive controller for the robot axes. Replacing the ksp600 module in the kuka control cabinet solved the problem entirely. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.